Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the 5mm angioguard was inserted and successfully deployed. Upon removing the device at the end of the procedure, physician noticed that the basket had become damaged. He believed this was due to the heavy circumferential calcium in the ica. He took a picture of the ica to ensure that nothing embolized, which it had not, and the case was finished successfully. There was no reported injury to the patient. The device was opened and prepped per the instructions for use (IFU). Additional information was requested; however, the information was not obtained after multiple attempts. The device will be returned for evaluation. Addendum: the filter basket was received separated.